Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, withdrawal difficulties occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous middle left anterior descending (lad) artery. Two 2.5x24mm endeavor stents were implanted in the lesion. The kissing balloon technique (kbt) was then performed for the bifurcation location of the lad-lcx (left circumflex). The atlantis sr pro2 imaging catheter was used to perform post-ivus (intravascular ultrasound). No issues were encountered while crossing the lesion and pullback was completed successfully. The imaging catheter was unable to be withdrawn from the bifurcation area. The physician tried pulling and pushing the imaging catheter and was unable to withdraw the device. An attempt to remove the imaging core from the sheath was unsuccessful as the imaging core became caught. The physician pushed, pulled and rotated the imaging catheter again and the imaging catheter was released and successfully removed from the patient. The imaging core was removed from the sheath outside the patient. The procedure was completed with this device. There were no patient complications reported and the patient's current condition is fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, results codes and conclusion codes: updated. Device evaluated by MFR.: examination of the returned device revealed the imaging core, telescope and hub assembly were missing likely due to the imaging core being removed from the sheath outside the patient. Visual inspection of the returned device revealed the guidewire exit port was lifted 0.5mm; the imaging window was stretched approximately 1.7cm long and neck down 21.5cm from the distal tip end. A (B)(4) test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Image characterization testing could not be performed based on the condition of the returned catheter. No other issues or defects were observed during visual or functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to procedural/anatomical factors.

Manufacturer narrative:
Age at time of event: over 18 years. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, withdrawal difficulties occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous middle left anterior descending (lad) artery. Two 2.5x24mm endeavor stents were implanted in the lesion. The kissing balloon technique (kbt) was then performed for the bifurcation location of the lad-lcx (left circumflex). The atlantis sr pro2 imaging catheter was used to perform post-ivus (intravascular ultrasound). No issues were encountered while crossing the lesion and pullback was completed successfully. The imaging catheter was unable to be withdrawn from the bifurcation area. The physician tried pulling and pushing the imaging catheter and was unable to withdraw the device. An attempt to remove the imaging core from the sheath was unsuccessful as the imaging core became caught. The physician pushed, pulled and rotated the imaging catheter again and the imaging catheter was released and successfully removed from the patient. The imaging core was removed from the sheath outside the patient. The procedure was completed with this device. There were no patient complications reported and the patient's current condition is fine.